Event description:
It was reported that the patient developed a cardiac arrhythmia on (B)(6) 2022. The patient had atrial fibrillation and was treated with digoxin and intravenous amiodarone. The arrhythmia resolved on (B)(6) 2022. An echocardiogram was performed, but results were not provided. On (B)(6) 2022, the patient had bleeding which required one unit of red blood cells (rbcs) due to low hemoglobin and hematocrit count.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Additional information was reported that on (B)(6) 2022, the subject experienced dizziness, headache, and had a near fall.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events (cardiac arrhythmia, bleeding, and patient condition) and heartmate 3 left ventricular assist system (lvas), serial number (B)(6), cannot be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) lists cardiac arrhythmia and bleeding as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Cardiac arrhythmia is also listed as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Information regarding recommended anticoagulation therapy and international normalized ratio range is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.